Event description:
It was reported that yesterday they had a problem with their recharger, they normally leave it on the dock charging and yesterday when they pick it up from the dock they saw red light on the power button and wouldn't come on, it took them 2 hours for it to come on. Patient (pt) said one time their husband said they saw it yellow. Agent advised the patient they can try resetting the recharger when this happened. Agent walked the pt on how to reset the recharger. Agent also reported they had another problem with the recharger that started 2 to 3 weeks ago where in when they were charging their implant (ins) they keep losing connection. Agent had the patient start the ins charging session. Patient said they were able to connect and showing good connection. Pt said they seldom get good connection, however after a minute the connection was lost. Agent asked, pt said they never used the belt because it was big for them and it will not connect with the belt. Agent confirmed the size of their belt and they already got the small size. Pt said they don't weight anything so the implant was sticking out on their back and if they lean on the recharger it hurts. Pt said they went 8 straight weeks throwing up so they loose allot of weight. Agent had the patient reset the recharger again and then start charging their implant but the connection won't stay on even if the patient was not moving. Pt said the charging quality was less than 10 even got to 0. The issue was not resolved. A request was sent to the repair department to replace the wireless recharger. Patient called back for a tracking number - agent provided requested info. Pt called back stating that they got the replacement recharger yesterday but the recharger wasn't connecting to their handset. Pt said that they charged the recharger on the dock all night, but the recharger light was red as soon as the recharger was taken off the dock. Agent understood that the light was red since the recharger wasn't paired to the handset/ins. Agent guided the pt through pairing the new wireless recharger to the handset/ins. Pt saw that the ins was charging on an excellent connection. Pt noted that they didn't have an excellent connection with their last recharger. Pt will send the old recharger back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.